Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.

Event description:
The caller reported an alarm during the manual prime. Advised the caller that the insulin pump would be replaced. It was also stated that the insulin pump may have been exposed to an MRI scan. Nothing further was reported.